Manufacturer narrative:
Updated fields: b4, e1 (site country) , g3, g6, h2, h4, h6(type of investigation, investigation findings, component code, investigation conclusions), h10.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an optical sensor failure. There was no harm or injury to the patient and no adverse event was reported .

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse arrived onsite and performed fiber optic test with issues being found on. The fse removed and replaced the module as per manual. The unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use. The unit passes all functional and safety tests. A supplemental report will be submitted upon completion of our investigation.